Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was used instead. There was no reported patient injury. The physician has many years of exoseal experience. A 5f non cordis sheath was used, and the device was used for closure after vascular surgery. At about a 45° angle, the device was slowly withdrawn. After the pulsatile backflow stopped, it was further withdrawn about 1 cm. Even after further slow withdrawal, no color change was observed.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was used instead. There was no reported patient injury. The physician has many years of exoseal experience. A 5f non cordis sheath was used, and the device was used for closure after vascular surgery. The procedure used a retrograde approach. There were no visible signs of device or packaging damage prior to use. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer's insertion angle between 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% at or near the site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling successfully locked against the handle assembly with an audible click. At about a 45° angle, the device was slowly withdrawn. After the pulsatile backflow stopped, it was further withdrawn about 1 cm. Even after further slow withdrawal, no color change was observed. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kink was observed, located 8 cm apart from the distal tip. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The reported event of ¿indicator window no change to indicator¿ was no observed through analysis of the device received since the functional analysis achieved full window transition and successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was used instead. There was no reported patient injury. The physician has many years of exoseal experience. A 5f non cordis sheath was used, and the device was used for closure after vascular surgery. The procedure used a retrograde approach. There were no visible signs of device or packaging damage prior to use. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer's insertion angle between 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% at or near the site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling successfully locked against the handle assembly with an audible click. At about a 45° angle, the device was slowly withdrawn. After the pulsatile backflow stopped, it was further withdrawn about 1 cm. Even after further slow withdrawal, no color change was observed. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.